Manufacturer narrative:
The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat surgical instrument's insulation pad was peeling off during an unspecified procedure. It was not specified how the they proceeded with the procedure. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The ptfe pad (teflon pad) was found to have portions of the teflon pad missing. Based on the results of the investigation, the issue was attributed to component failure as a results of wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
Corrected information- h9 (inadvertently submitted).

Event description:
No additional info.